Event description:
It was reported that the customer received a power source alert. The recorded blood glucose level was 120 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. The pump is scheduled to be returned for further inspection, and a replacement pump has been arranged.